Event description:
During a multi-fenestrated atrial septal defect procedure, a multipurpose catheter with a wholey guide wire was used to cross the defect and contrast was used to confirm the position. The wholey guide wire was exchanged for a amplatzer guide wire (gw). The patient then complained of chest pain and the st segment of the EKG was elevated. The physician believed there was an air embolism and removed the multipurpose catheter and gw. Medication was administered to resolve the suspected air embolism. The right and left coronary arteries were also cannulated and saline and contrast were used to clear the arteries. The elevated st segment of the EKG resolved. A 30mm amplatzer cribriform occluder (aco) was implanted without issue. The patient was reported to be doing fine after the implant.

Manufacturer narrative:
No product was returned. Review of the device history record was not possible since the lot number was unavailable. The cause for the reported event remains unknown.